Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. Four different torque wrenches were attempted with no success. Three of the four torque wrenches broke. A temporary pacing lead was implanted and connected to the new pacemaker since the patient is pacemaker dependent. The physician opted to use bone cutters and cut the header off of the pacemaker. The lead was removed and surgically abandoned. The pacemaker was explanted as initially planned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection noted the head is removed from the case. The header was returned in two pieces and the rv positive terminal block and seal plug were missing. All remaining setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The damage to the pacemaker was determined to be induced in the field during the explant procedure. Analysis was not able to confirm the allegation of the lead stuck in the header from the field.